Manufacturer narrative:
H10. Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 8043484-2020-03737. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Event description:
It was reported that during treatment, the renasys touch device had a charging problem, which caused the patient to stop the therapy. It is unknown how the treatment was completed. An injury to the patient was reported, but further details are not known.